Event description:
During a movement ordered from the console by a radiology operator, the table did not stop. No patient, no injury. The user did not use the emergency stop buttons. After analysis of the logs by our support team, we found that when the tilting control was released, a bug occurred in the inverters and movement continued without reaching the limit switch. We have implemented a hardware safety which monitors if an abnormal situation like this occurs and cuts the power so that the movement stops immediately. During this issue, the contactor failed to open properly and the equipment remained powered. Our technical team adjusted the limit switch and changed the contactor (manufactured by schneider electric), the component that cuts off the power when the problem occurs.